Event description:
It was reported that a user attempted to start a freestyle libre 3 plus sensor that remained in pairing without transitioning to warmup, despite initial confirmation of a successful start and pairing on the pump; after troubleshooting and rescanning did not result in a successful connection, the user applied a new sensor, which paired and entered warmup as expected. No adverse clinical symptoms reported. Outcomes included restoration of sensor function after replacement. User support included remote troubleshooting and education, rescanning attempts, and confirmation of device status on the pump. Investigation of this case revealed a pairing failure of the continuous glucose monitoring sensor that was resolved by replacing the sensor, indicating a sensor pairing malfunction rather than a pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a sensor-related pairing failure that necessitated replacement.

Manufacturer narrative:
Initial.